Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5034-58 lead , implanted: (B)(6) 1998. (B)(4)

Event description:
It was reported that the atrial lead indicated noise which was reproduced by isometrics. The lead remains in use. No patient complications have been reported as a result of this event.